Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem subsidence.

Manufacturer narrative:
(B)(4). Examination of the reported device was not possible as it was not returned. Medical records and x-rays were reviewed. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 04/29/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain and stem subsidence. Upon revision the patient's stem would not move and was in a good position, therefore the decision was made to leave the stem, and lengthen the hip with a larger head. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 05/21/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).